Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient. (B)(4) only medtronic, inc. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported encountering a "settings not available" error screen on the programmer of an external neurostimulator for trial stimulation. Troubleshooting included decreasing amplitude to 0.0ma and the increasing amplitude, which had no effect. Additional troubleshooting included insuring that the percutaneous extension was seated correctly and secure. It was finally determined that there was damage to the percutaneous extension at the site where the extension exited the skin, the rep was going to review with the physician that the percutaneous extension may need to be replaced. A follow-up email form the rep indicated that reprogramming was unsuccessful and the patient has not received improvement. The physician plans to remove the trial system. No patient symptoms were reported.

Manufacturer narrative:
Additional review of the file discovered that the ens should have been present in the initial report and the extension system reported as such. Fdd (B)(4) applies to the ens while (B)(4) applies to the extension fdc applies to both ens and extension the lot number of the extension involved was (B)(4). The s/n of the ens involved is not known.

Event description:
A manufacturer representative reported encountering a "settings not available" error screen on the programmer of an external neurostimulator for trial stimulation and that settings could not be increased beyond 0.1. Troubleshooting included decreasing amplitude to 0.0ma and the increasing amplitude, which had no effect. Additional troubleshooting included insuring that the percutaneous extension was seated correctly and secure. It was finally determined that there was damage to the percutaneous extension at the site where the extension exited the skin, the rep was going to review with the physician that the percutaneous extension may need to be replaced. A follow-up email form the rep indicated that reprogramming was unsuccessful and the patient has not received improvement. The physician plans to remove the trial system. No patient symptoms were reported.